Manufacturer narrative:
The electrode lot number was fng60 with an expiration date of 16-apr-2026. The customer replaced the electrodes, performed maintenance, recalibrated the system, and performed qc. The field service engineer found that the sample probe was partially blocked and the sipper was worn. He replaced sample and sipper probes, visually verified positions, performed ise checks, calibration, qc, and precision testing, which passed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results for qc and patient samples from the cobas pro ise analytical unit, which were questioned by the doctor. The samples were repeated on another analyzer. Sample 1 initial sodium result was 148.3 mmol/l, and the repeat result was 142.6 mmol/l. Sample 2 initial sodium result was 148.8 mmol/l, and the repeat result was 140.6 mmol/l. The repeat results were believed to be correct.